Event description:
It was reported that the ventilator randomly failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the pneumatic back plane printed circuit board (pcb) was replaced. Another pcb unrelated to this event and ventilator was sent back for investigation. An evaluation of the received device logs could confirm the event. The pneumatic back plane connects the gas modules, safety valve and o2-sensor/cell to the main back plane pcb. A failure in the pneumatic back plane may lead to high pressures, loss of control signals or cause communication errors. Appearance if this failure will trigger alarms and the unit will fail the pre-use check. Since the replaced part was not returned for investigation, the root cause of the pressure transducer test failures during pre-use check has not been determined.

Event description:
Manufacturer's ref #: (B)(4).